Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An attempt was made to replicate the user complaint and was able to successfully receive high/low glucose alarms on android/fsll version 2.5.3.6373 using a known good libre 2 sensor. No issues were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did sound from the adc device. The customer experienced a loss of consciousness and required treatment of glucagon injection administered by husband. There was no report of death or permanent injury associated with this event.